Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage. It was noted visual analysis only was performed. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage. It was noted visual analysis only was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage. It was noted visual analysis only was performed. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage. It was noted visual analysis only was performed.

Event description:
It was reported that the patient arrived in cardiac arrest to the medical center five weeks after pacemaker replacement. Follow up information obtained indicated that the patient was found pulseless and apneic. Resuscitative efforts were started by emergency medical services and transported patient to the emergency room. Resuscitation efforts continued in the emergency room, but were unsuccessful. No shock was advised during emergency room efforts and a fasting blood sugar of 17 was obtained. The cause of death has been requested, but not received.